Manufacturer narrative:
The device was returned to edwards for evaluation. Customer report of stenosis and calcification was confirmed via visual examination and x-ray. Moderate to heavy calcification was observed in the cusp areas of leaflets 2 and 3, moderate calcification was observed in the cusp area of leaflet 1. The free margin of leaflet 1 exhibited minimal to moderate calcification. Additional findings included moderate host tissue overgrowth observed encroaching onto the tissue at the inflow aspect, minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect. Host tissue was minimal to moderate at both the stent inflow and stent outflow. Host tissue fused leaflets 1 and 2 at commissure 2 by approx 4mm on the outflow aspect. All three leaflets at commissures 2 and 3 also exhibited thickened and swollen tissue. As received, all three leaflets were slightly dehydrated. X-ray demonstrated commissures 1 and 3 wireform as distorted with the sewing ring cut near commissure 1. These damages are most likely due to explant or implant. Based on the evaluation of the device, calcification restricted mobility in the leaflets and led to stenosis. Patient medical history includes cad, dvt, chronic low platelets, htn, CABG x3, pulmonary hypertension, and thrombocytopenia. A definitive root cause for calcification could not be determined; patient co-morbidities may be a contributing factor. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device or additional information, edwards is unable to confirm the reported clinical observations. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
A 27mm bioprosthetic mitral valve, implanted approximately five (5) years and ten (10) months, was explanted due to severe mitral stenosis and calcification. Operative observation noted leaflets were immobile. The explanted device was replaced with a 25mm bioprosthesis. There were no reported adverse patient effects.